Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia. Medical intervention was specified as a chest x-ray and a follow up x-ray. The patient required antibiotics for about two weeks as well. The device may have caused or contributed to the reported event. The reported event may also have been related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received on 01/11/2022 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia. Medical intervention was specified as a chest x-ray and a follow up x-ray. The patient required antibiotics for about two weeks as well. The device may have caused or contributed to the reported event. The reported event may also have been related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no errors found. The manufacturer's service center concludes that unit passed final test.